Event description:
It was reported that the patient underwent pipeline embolization in 2010 and experienced left side weakness, sore throat, and groin pain. These issues subsequently resolved.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).